Event description:
The female chiari malformation patient was reported to be quadraparetic and weak in all extremites prior to the surgery. A non-autologous duraplasty patch (durepair, medtronic, inc.) Was used to fill a dural defect following decompression through a 2.5 x 4 cm bony opening. The complainant then applied 5 ml of duraseal sealant over the dura and duraplasty patch. Following surgery, the patient was initially improving, but then digressed with a loss of bladder/colon control. MRI suggested a fluid collection compressing the neural structures, resulting in unsuccessful attempt to aspirate fluid using a spinal needle. Ten days following the initial surgery, the patient was returned to the or, and upon reoperation, a layer of gelatinous material estimated by the complainant to be 10-15 mm in thickness was noted. The gelatinous material was then aspirated, after which the dural patch was seen to re-expand. The incision was closed, and since that time, the patient has recovered to baseline conditions. The complainant alleges that the compression was due to duraseal sealant expansion following the initial surgery.

Manufacturer narrative:
Additional information needed for the MDR determination was received from the complainant on may 19, 2006. The duraseal dural sealant system is not indicated for use with non-autologous duraplasty material. Instructions for use accompanying the product recommend that a 1-2 mm coating of material be applied. In addition, the user is cautioned against using the product in patients younger than 18 years old. Based on the bony opening of 2.5 x 4 cm (10 sq cm) and use of 5 ml of material as reported by the complainant, it can be expected that the duraseal would have been applied to an average uniform thickness of 5 mm.